Manufacturer narrative:
" The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that the ilet displayed a faint backlight with no visible screen content, including when on the charger, while the device appeared to continue insulin delivery as blood glucose data were visible on the paired cgm application and no alerts or alarms occurred. Symptoms included no clinical effects. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included collection of complaint details and initiation of device return for evaluation. Investigation of this device revealed a suspected display or user interface failure consistent with a hardware malfunction affecting the screen assembly or related components, while core therapy functions remained operational. It was concluded, based on previously established findings for similar reports, that the cause was likely a component failure of the display subsystem.